Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting indicated that the device was functioning properly. Recommended changing infusion set and rotating the insertion site.